Event description:
A customer reported that the high/low glucose alarms did not trigger from the adc device. The customer indicated they became hypoglycemic and required treatment of glucose tablets and coca cola provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Investigation were able to successfully receive high/low glucose alarms on ios/2.5.3.3088 and android/2.5.3.6373 and did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated as it was incorrectly documented in previous report.

Event description:
A customer reported that the high/low glucose alarms did not trigger from the adc device. The customer indicated they became hypoglycemic and required treatment of glucose tablets and coca cola provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.